Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the provided pictures identified the fractured off screw head attached to the end of the screwdriver and covered in bio debris. No other observations could be noted from the provided image. The fractured screw head was discarded. The fractured end piece remains implanted in the patient. Without product return, further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk screwdriver the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was screwing in the cup with a bone screw. When attempting to remove the screwdriver, the head of the screw broke off. The screw remains implanted, and the broken off head was discarded. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.